Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dosage) and dilaudid (20mg/ml at 0.961mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and spinal pain. It was reported that the device was sticking out of the patient's abdomen. It had always been like this (pump implanted (B)(6) 2017) but had gradually gotten worse as he had lost some weight. The weight loss was consistent (not sudden) and he had lost 25 lbs since implant. The patient could feel the diameter. It had never been flat against the skin, it was always lopsided/sticking out. Following a fall in (B)(6) 2019, the pump anchoring system came undone and caused the patient quite a bit of discomfort. He was thinking about having it removed. They were titrating him down because they would most likely be removing it. There were no further complications reported at this time.